Manufacturer narrative:
At this time product has not yet been returned and a valid serial number/lot number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product-related issues. A tripped trend review was conducted for the reported complaint and freestyle lite meter, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported higher readings on their adc blood glucose meter then how there were feeling. Additionally, the customer obtained a blood glucose of 100mg/dl on their adc meter, and felt weak and subsequently lost consciousness. Paramedics obtained a blood glucose of 70mg/dl on the paramedic's meter and treated the customer with "sugar" water. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher readings on their adc blood glucose meter then how there were feeling. Additionally, the customer obtained a blood glucose of 100mg/dl on their adc meter, and felt weak and subsequently lost consciousness. Paramedics obtained a blood glucose of 70mg/dl on the paramedic's meter and treated the customer with "sugar" water. There was no report of death or permanent injury associated with this event.